Event description:
Imed gemini pc-4 stopped running while infusing the pt with niprid esmolal diprova. The pump stopped several times during transport of the pt. At bedside the pump was plugged in and ran, but started beeping for no apparent reason. While attempting to change to another pump the pt's heart rate and blood pressure dropped. The rn found that the channel supplying esmolal did not automatically clamp off when opened to change out the tubes. Pt rec'd a bolus of esmolal necessitating resuscitation.